Event description:
The foot section suddenly, without warning separates from the main portion of the chair due to what reporter believes to be a faulty mechanism utilized to secure the placement of the foot section. This has caused a number of reporter's pts to fall into the gap. Luckily, staff was present to prevent potentially serious injury. The manufacturer has changed the mechanism in subsequent model years but has not been willing to make any permanent modification which would render device safe. Reporter has had to make makeshift modifications for that purpose.